Event description:
It was reported that the patient underwent an initial anatomic total shoulder replacement on an unknown date. Subsequently, it was noted that the patient needed a reverse shoulder and was revised from an anatomic shoulder to a reverse shoulder. No further information was provided regarding the reason for the revision. No other information available at this time.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. A review of complaint history was unable to be performed as the relevant device and event information was unknown. The reason for the revision reported in this event cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers, images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b. According to the information provided, the patient underwent revision surgery from anatomic to reverse on (B)(6) 2025 and intraoperatively, the cage on the glenoid component of an anatomic broke off on the back table, no impact to the patient. No further information provided. The devices were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.